Manufacturer narrative:
The harmonic ace instrument has been returned and evaluated by the failure analysis (fa) team. Fa investigations replicated/confirmed the customer-reported complaint. The instrument was found to have teflon pad damage. A piece of the teflon pad was broken at the distal end of the pad. The missing material was not returned with the instrument. The event was caused partially or wholly by the user of the device, including sample handling.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument had a broken gasket. The customer completed the procedure using a different da vinci instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.